Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the mcm20 was used. The device would not deliver clips (feed). There was no consequence to the patient.